Event description:
A report was received that during the trial implant procedure of the paddle lead a yellowish thin fluid over the dura was noticed. The fluid was removed and a gram stain culture was done. The stain didn't show anything and the physician believed it was probably a sterile abscess. The patient later developed an abscess at the lead site in (B)(6) 2012. The patent was referred to an infectious disease physician and prescribed antibiotics. The infection was not cleared and the patient continued taking antibiotics. Patient was seen again on (B)(6) 2012 for review of the wound and it was advised that the patient be explanted. The patient was not explanted but the infection site was cleaned out.

Event description:
A report was received that during the trial implant procedure of the paddle lead a yellowish thin fluid over the dura was noticed. The fluid was removed and a gram stain culture was done. The stain didn't show anything and the physician believed it was probably a sterile abscess. The patient later developed an abscess at the lead site in (B)(6) 2012. The patent was referred to an infectious disease physician and prescribed antibiotics. The infection was not cleared and the patient continued taking antibiotics. Patient was seen again on (B)(6) 2012 for review of the wound and it was advised that the patient be explanted. The patient was not explanted, but the infection site was cleaned out.

Manufacturer narrative:
Additional information was received that patient's infection did not clear and the physician decided to explant the entire system. The patient is doing well following the explant. Explanted devices will not be returned to bsn as they were discarded by medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1110-02, serial#: (B)(4), description: ipg kit without pull-through tunneler. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.